Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable that was causing a communication error. The cause of the fault was not identified. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the device problem (no image) was observed during a surgical procedure (orthopedic carpal tunnel release). The procedure was completed without any injury or harm to the patient. However, it was not specified if a replacement device was used to complete the procedure.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the cable part was twisted, and flooding was noted on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.